Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the right atrial (ra) lead. It was also noted the pacing rate on the lead was high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. (B)(6) 2020, 16:21:59, wynnep2: it was also reported that the implantable pulse generator (ipg) exhibited faster than expected battery depletion.